Event description:
The lay user/pt contacted lifescan in 2008 and alleged that the cap on her one touch ultrasoft lancing device was loose/falls off. The pt reported that the alleged issue first occurred around the month before. As a result of the reported issue, she allegedly skipped a dose or stopped her diabetes medication. She also mentioned that she developed frequent urination and fatigue after the reported issue began. The pt tested on her backup meter (unclear how she obtained the blood sample for this test and why she tested on her backup meter). She did not provide the result obtained on the backup meter. The pt did not receive any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. She was using a regular cap with the lancing device. This complaint is being reported because the pt alleged that she experienced symptoms suggestive of hyperglycemia after the reported issue began. She did not receive medial intervention. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet rec'd it. If the device is returned, lifescan will evaluate it and if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.